Event description:
It was reported that the patients leads were having high impedances. The physician suspected that leads may had fractures. The patient underwent a lead replacement procedure and was doing well post operatively. The explanted device will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7076957.